Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID - aneurx limb extension. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in conjunction with an endurant cuff for the endovascular treatment of migration of an aneurx stent graft system which was implanted in a patient for treatment of an abdominal aortic aneurysm. It was reported that 12 years later, imaging showed that the aneurx stent grafts had migrated. Re intervention was performed 10 days later with the addition of the endurant cuff and 9 endoanchors and the event was resolved. It was noted that during the procedure, an endoanchor failed to deploy while implanting it between the two stent grafts. The cause of the events are unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.